Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button anomaly. The customer's blood glucose was unknown. The customer stated that there was random no delivery alarms in the past, rewind was slower than in the past, insulin pump was not alarm when battery was low, buttons was not always respond when pressed the first time, customer has to press button more than once and move her finger around the button to activate and there was scratches on the screen, was not affect readability. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no scratches noted on lcd display window. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no audio/vibrate anomaly noted.